Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, damage (physical or cosmetic), rewind anomaly, prime/fill anomaly, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-397a, mmt-1715kl, mmt-332a. Customer reported insulin squirting out during priming, pump louder during rewind, buttons were starting to stick, batteries were lasting just over a week and pump was dent. No harm requiring medical intervention was reported. No product return is required for mmt-397a. No product return is required for mmt-1715kl. No product return is required for mmt-332a. It was unknow whether the customer will continue or discontinue the use of the devices.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, sleep current measurement, active current measurement. Unit successfully downloaded to thus. All buttons function properly. However, moisture damage noted on keypad traces. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power errors, rewind anomaly and prime anomaly noted during testing. Confirmed the pump alarmed low battery alert on (B)(6) 2024 17:44:00.000 in the history files. The alert is expected and occur during normal pump operation. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly. However, moisture damage noted to motor assemblies during visual inspection. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, cracked keypad overlay, corroded battery tube, corroded motor home switch. No power errors, rewind anomaly or prime anomaly noted and passed all required testing. All buttons function properly and cosmetic damage at keypad overlay was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.